Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
Material no: 383536 batch no: 9122557. It was reported that during use of the bd nexiva¿ closed IV catheter system the needle was unable to be removed from the catheter. The IV was removed and a second catheter was successfully placed. The following information was provided by the initial reporter: "staff had an issue with a nexiva IV catheter system today. They poked the patient, advanced the catheter, and were unable to withdraw the needle all the way. It got stuck. They had to remove the entire IV and re-poke the patient with a different set. Customer stated in response to information request, "this may have been an isolated event; I have only gotten one complaint. It may have been user error."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 383536, batch no: 9122557. It was reported that during use of the bd nexiva¿ closed IV catheter system the needle was unable to be removed from the catheter. The IV was removed and a second catheter was successfully placed. The following information was provided by the initial reporter: "staff had an issue with a nexiva IV catheter system today. They poked the patient, advanced the catheter, and were unable to withdraw the needle all the way. It got stuck. They had to remove the entire IV and re-poke the patient with a different set. Customer stated in response to information request, "this may have been an isolated event; I have only gotten one complaint. It may have been user error."